Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. The photo of affected product was received and inspected. The samples did not meet specification. The catheter tip is flat ¿ welded to the weld of the pouch package. The product was manufactured under product specification (pr). A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under manufacturing lot # 9g00201. The catheters were packed in peel packs (pouch) under lot 9g00201 in june 2019 on packaging machine p009. The product was packed according to the instruction for packing (B)(4). Lot 9g00201 was sterilized under sterilization lot 26 190709, 24a190715, 24a190709, 24a190807, 25a190712, 25 190714, 25a190715. During in- process inspection test with focus on catheters squeezed in welding is carried out according to testing methods (tm) for visual inspection of welding catheters in peel pack: result of the inspection is recorded on form (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. Photo was received to the complaint and reported issue was confirmed. Several complaints of this nature were received in the past and the issue was investigated within a non-conformance (nc) event. The root cause investigation associated with related non- conformance event has been approved and is complete. Five most probable root causes were identified during the investigation and addressed within CAPA plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes. There is definition in procedure for correct catheters storing in boxes. In production date of complained catheters there was effective procedure, with not exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This root causes are being addressed within CAPA (B)(4). The following corrective actions were implemented: definition of correct water sachet placement to the cavity in work instruction (B)(4). Order of guides for packing machine p009 and installation them. Update of work instructions (B)(4). No additional action is required, and this complaint will be closed. The lot in question was produced before corrective action implementation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a female customer "found the tip of the catheter gets stuck in the weld of the pouch package". A photograph was received by the complainant depicting the reported complaint issue. The product was not used, no harm reported.